Event description:
It was reported that bd alaris pump module smartsite infusion set separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the bottom tubing below the bottom port ¿fell off¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was received for quality investigation. Evaluation of the photo indicates that the infusion set separation at the inlet port of the most distal y-site smartsite connector of the infusion set. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing facility for further evaluation. After investigation, the potential root cause of separation between the tubing and y-site (arm) could be related to an incorrect solvent application and non-use of fixtures by the assembler or failure in solvent dispenser. A device history record review for model 2426-0007 lot number 25019025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.